Event description:
This lead was implanted on (B)(6) 1995 and was capped on (B)(6) 2003 due to a fault code described as a shorted lead. A call to technical services on (B)(6) 2013 states fault code last night. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).